Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the ¿foreign material was in a/w channel, auxiliary water channel, a/w cylinder¿ was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from s-cover packing. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s loaner evis exera iii gastrointestinal videoscope device was returned for a scheduled asset return and inspection. Upon inspection and testing of the returned unit on (B)(6) 2023, whitish foreign material was found lodged in the air water tube, the jet channel, and the air/water cylinder of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, whitish foreign material was discovered in the device air/water channel and cylinder as well as in the jet channel. The following additional findings were also noted: leak between scope body and scope cover, distal end insulation inspection failure, and buckling of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.